Event description:
It was reported that the right atrial (ra) lead of this system exhibited oversensing intermittently. It was noted that this patient is in hospice care and no further action will be taken. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.